Manufacturer narrative:
Additional information was received that the patients lead had migrated and was confirmed via x-ray. The patient underwent a revision procedure wherein the ipg and lead were replaced. The patient was doing well postoperatively. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient underwent an ipg replacement procedure for an unknown reason.

Event description:
A report was received that the patient underwent an ipg replacement procedure for an unknown reason.